Event description:
It was reported that after "catching tissue" the biopsy brush would not retract into the sheath. The device was removed from the patient and the brush appeared to have broken and become stuck in the catheter. No fragments remained in the patient and there was no reported patient complication.

Manufacturer narrative:
.